Event description:
It was reported that during deployment of a vena cava filter, the filter failed to open appropriately; however, the filter was not retrieved. A second vena cava filter was unsuccessfully deployed and became stuck in the sheath. A third filter was advanced through the same access site and successfully placed above the first filter. No reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided only the pusher wire was returned. The returned pusher wire contained dried blood. The pusher pad and tight spline were evaluated under microscopic magnification (15x) and no anomalies were noticed. No conclusions could be drawn based on the returned device component as it met all the required specifications images were provided. Based upon the image review, the complaint investigation is confirmed for filter failing to open appropriately and is malpositioned. It can be confirmed that a second vena cava filter was deployed successfully, superiorly to the vena cava filter that did not fully expand. Unable to determine the root cause based upon the available information. The current IFU (instructions for use) states warnings / precautions delivery of the eclipse filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Dimensional evaluation: the measurement was within specification. Medical records review: no medical records have been made available to the manufacturer. Conclusion: only the pusher wire was returned with no other delivery system components. The filter remains implanted.